Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. A body break between the fiber and the connector was observed. Microscopic inspection of the tip indicated it was good condition. Inspection of the fiber area where the connector was separated was performed, and the fiber jacket had burn marks and melting. Fiber connector showed no defects. The reported complaint was confirmed.

Event description:
It was reported that, during a kidney stone procedure, the fiber failed to perform and some smoke was observed, another fiber was used in order to complete the procedure. There were no patient complications reported. After device evaluation, a fiber break was found.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. A body break between the fiber and the connector was observed. Microscopic inspection of the tip indicated it was good condition. Inspection of the fiber area where the connector was separated was performed, and the fiber jacket had burn marks and melting. Fiber connector showed no defects. The reported complaint was confirmed.

Event description:
It was reported that, during a kidney stone procedure, the fiber failed to perform, and some smoke was observed, another fiber was used in order to complete the procedure. There were no patient complications reported. After device evaluation, a fiber break was found.